Event description:
Phlebotomist reported that after drawing blood, she attempted to activate the safety shield, she thought the needle had been shielded but reported that the shield had misaligned, moved to the right of the needle and was not locked into place. As she reached with her left hand to unscrew the needle from the syringe, she was stuck with the contaminated needle.